Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise was reported on this patients ra and rv leads. The atrial lead has recordings with noise appearance as far back as 2017. Leads remain implanted, and will be evaluated further. No adverse patient events were reported. Should additional information become available, this file will be updated.